Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, the sponge was found to be missing from the cap, but there was evidence of iodine liquid residue in the cap. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event was sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was missing from the minicap. There was no patient involvement. No additional information is available.